Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. The insulin pump had no button response due to moisture damage on the keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was unknown. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.